Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to inflation issues. Upon explant, a fluid loss caused by a tear in the cylinder was identified. The physician believes it occurred due to ongoing use of the device. All components were removed and replaced. There were no patient complications reported.